Manufacturer narrative:
Device analysis: visual analysis of the device indicates 1 syringe of 1.0ml with 0.4ml remaining, received in an opened tray without cap nor needle. No defect observed. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: 5. Precautions ¿ juvéderm® ultra xc is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. ¿ juvéderm® ultra xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product and it can therefore no longer be assured. 9. How supplied juvéderm® ultra xc injectable gel is supplied in individual treatment syringes with 30 g needles for single-patient use and ready for injection (implantation). The volume in each syringe is as stated on the syringe label and on the carton. The contents of the syringe are sterile and non-pyrogenic. Do not resterilize. Do not use if package is opened or damaged.

Event description:
This was the reuse of the syringe.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: precautions- failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: health care professional instructions- if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional (hcp) called to report during injection of, one syringe of juvéderm® ultra "cracked" and the product was "coming out of the sides." Hcp also indicated the product "went on the doctor's hand and right cheek." No injury occurred. The allergan packaged needle was used and tightened by hand. This was confirmed the initial use of the syringe. The syringe is available for return.